Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring 60 mg/dl and associated symptoms of confusion and severe dizziness. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged a loss of prime issue involving the insulin cartridge. Troubleshooting by animas customer support revealed the patient¿s serious injury was associated with a training/misuse issue: the patient was over/under cycling the insulin cartridge. Animas customer support provided education on loss of prime and cartridge use per the instructions for use. No product malfunction was indicated and there is no product being returned for investigation. This complaint is being reported because the patient experienced serious injury while on insulin pump therapy associated with a training/misuse issue.